Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event(s) of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the peritonitis was caused by water contamination due to the patient improperly drying their hands. Those individuals undergoing pd for rrt are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported during a follow up call to technical support that they were currently doing hemodialysis due to peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient was hospitalized for peritonitis on (B)(6) 2019. A peritoneal effluent fluid culture was reportedly collected; however, the date and results were not provided. The patient was treated with vancomycin 1 gram for approximately 21 days (route not provided), however the dose, frequency, duration and route were not provided. The pdrn stated the cause of the peritonitis was water contamination, as the patient did not dry their hands thoroughly. The patient began receiving hemodialysis (hd) after discharge and continued to undergo outpatient clinic hd therapy. It was also reported that the patient was hospitalized on (B)(6) 2019 for on-going pd catheter (not a fresenius product) placement issues, and currently remains on hd.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.